Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause for the reported event could not be determined. Per follow up information received via task on 21jul2025, they will be attempting to replace the circulation and mixer pumps themself. If they fail to repair it, they will be sending it to depot. Explained since his device has 9878 system hours and the last depot workorder we have shows it had 4745 when we did the 2k pm that it might be due for the 2k pm, replacing the circulation with correct the fluid delivery line inlet pressure issue. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said they were doing the preventive maintenance on the arctic sun device and the fluid delivery line wasn't passing the negative 7 psi test. Per follow up information received via task on 21jul2025, they will be attempting to replace the circulation and mixer pumps themself. If they fail to repair it, they will be sending it to depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said they were doing the preventive maintenance on the arctic sun device and the fluid delivery line wasn't passing the negative 7 psi test.